Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left main to the left anterior descending coronary artery with calcification present. The 3.5x38 mm xience sierra stent delivery system (sds) was advanced and met resistance with the anatomy. After the sds was unable to cross the vessel due to the anatomy, the sds was removed and met resistance with a prior implanted stent and the copilot. It was noted that the stent came off of the sds balloon, but the stent remained on the sds catheter. A new, same size xience sierra sds was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. A photo of the dislodged stent was received and showed that the stent was damaged. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported material deformation was not confirmed as the stent implant was not returned. The reported failure to advance and difficult to remove (stent and copilot) could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.